Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The skin graft mesher was manufactured on july 23, 2014, and is over 1 year old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by zimmer (B)(4) revealed that the device passed the cutter roller test and the comb was found to be ok. The unit was found to be out of calibration during the test mesh. The 1.5:1 ratio cutter was found to not meet zimmer test mesh criteria and was deemed non-repairable and a new cutter was quoted. Repair of the skin graft mesher was performed by zimmer (B)(4) on july 1, 2016 which included calibration of the device and preventative maintenance of the unit. The handle was also lubricated per instructions. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection by zimmer (B)(4) it was noted that the 1.5:1 ratio cutter was found to not meet zimmer test mesh criteria and was deemed non-repairable and a new cutter was quoted. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection by zimmer australia it was noted that the 1.5:1 ratio cutter was found to not meet zimmer test mesh criteria and was deemed non-repairable and a new cutter was quoted. The IFU states to ¿use caution when inserting the cutter. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.¿ the skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the blade was shredding skin. No patient involvement. No adverse events have been reported as a result of the malfunction.